Event description:
This lv lead was implanted on (B)(6) 2015 and remains implanted at this time. A call was placed to technical services on (B)(6) 2016 stating that lv lead exhibited diaphragmatic stimulation. The physician was dr. (B)(6) at (B)(6) hospital is (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).